Event description:
It was reported that parts of the probe fractured and fragments fell into the patient. The fragments were removed.

Event description:
It was reported that parts of the probe fractured and fragments fell into the patient. The fragments were removed.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation as it was discarded. Therefore, the reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or is related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non conforming component; assembly process and/or, misuse. Non-conforming components as well as assembly process are less likely to be possible contributors of the reported failure. However, a possible deviation of the user¿s instructions during surgery which may result in damage of the tip by applying forces that exceeded the part strength per design cannot be ruled out as a possible contributor. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.